Event description:
Following intubation of the pt the cuff leaked. The pt was successfully reintubated. The cuff was pre-tested prior to insertion.

Manufacturer narrative:
There is no sample to return for failure investigation. The lot number was provided and the history records will be reviewed. A manufacturing CAPA is already in place to address cuff leaks.